Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by inspecting the analyzer and identifying the actuator for the upper micro switch was out of its holder causing the analyzer to not recognize a tube in the sample loader. The fse was unable to determine was caused the actuator to become dislodged from its holder. The fse reinstalled the upper micro switch actuator and validated the analyzer by running quality control (qc) with results within acceptable range. The customer ran patient samples with no issues. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The most probable cause was due to mechanical failure of the upper tube micro switch actuator, cause not established.

Event description:
A customer reported a broken wire on the loader on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.